Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿allergic reaction¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 3. Contraindications ¿ juvéderm® ultra plus xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. ¿ juvéderm® ultra plus xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. ¿ juvéderm® ultra plus xc contains lidocaine and is contraindicated for patients with a history of allergies to such material. 4. Warnings ¿ injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration. Refer to the adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by maximum severity and duration (number/% of subject nasolabial folds [nlfs]). Possible treatment site responses include: redness, pain, tenderness, firmness, swelling, lumps/bumps, bruising, itching and discoloration. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance with a frequency of 5 or more events are listed in order of prevalence: lack or loss of correction, inflammatory reaction at the injection site, skin rash, bleeding at the injection site, allergic reaction, infection at the injection site, migration, paresthesia, vascular occlusion, necrosis at the injection site, abscess at the injection site, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.

Event description:
Healthcare professional reported the event that they injected a patient in the ¿lips, nasolabial folds, and periorbital¿ with 2 syringes of juvéderm® ultra plus xc and the patient experienced an ¿allergic reaction¿ in all injection sites the same day. The patient was treated with "hyaluronidase, benadryl, and ice" on the same day. Healthcare professional reported the patient¿s symptoms resolved, and added ¿swelling is minimal and minimal bruising remaining.¿